Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: "I received a call from customer stating they witnessed a black spec on the inside of a new syringe. Product was not used, and customer confirmed a photo can be sent as well as the sample itself.

Event description:
It was reported syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: "I received a call from customer stating they witnessed a black spec on the inside of a new syringe. Product was not used, and customer confirmed a photo can be sent as well as the sample itself.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.